Event description:
As reported by the user facility: pt was rolled side to side during labor. Part of the catheter was found on the floor. Catheter had snapped into 2 pieces. Fragment in pt (unk length) was retrieved. Entire catheter available as sample. Additional info provided by the facility indicated the baby was not tolerating the delivery. The pt was turned from side to side and that was when the catheter snapped. The pt suffered no adverse sequela associated with the incident. The remaining catheter fragment was removed without incident. The baby was then delivered by c-section without any complications. The exact item # and lot# remains unk. However, the facility reported two possible item numbers and two possible lot numbers, both using the same catheter.

Manufacturer narrative:
Add'l expiration date: 04/30/2011. Add'l device MFR date: 09/2008. The actual device involved in the reported incident was returned for eval. The returned used catheter measured approximately 126cm in length. The tip end of the catheter was completely intact. The distal end of the catheter was noted to be stretched and twisted for an approximate 30cm section. However, the distal end of the catheter did not appear to be snapped off, as reported. The reported remaining fragment was not returned for eval. From the additional info provided by the facility, it appears that the damage to the distal end of the catheter occurred when the pt was rolled from side to side during a difficult labor. There are no other reports of this nature against this catheter or reported possible lot numbers. The sample and all available info has been forwarded to the vendor, (B) (4) for further investigation.